Event description:
Reporter indicated that vns patient was explanted due to mrsa infection. The infection was treated with antibiotics and explant of both the generator and the lead (including electrodes). The infection has reportedly resolved. It was reported that after the initial programming session, the patient had a seizure at home, during which she became emotionally distressed and started scratching at the neck incision with the intention of removing the implant. This brought on a terrible infection and two days later she was admitted to the hospital. When seen by treating surgeon following her admission, two large abscesses were noted at both the generator and lead sites. Each site was draining a significant amount of purulent material. Cultures were performed, identifying mrsa as the infecting organism. Both abscesses were drained at the time of explant surgery, and the patient was treated vigorously with IV antibiotics. The wounds were packed with iodofrom and left open. Treating physican does no believe that the patient has the capability of handling this kind of procedure due to her developmental delay.